Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 66-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that an impella cp pump experienced flow and positioning issues immediately following implant. The device was said to have gotten caught underneath the papillary muscle. Repositioning was attempted, but the flow rate remained inadequate, and the device was pulled back across the aortic valve. After being unable to re-advance the pump over the valve, the decision was made to replace the pump. There was no patient harm.

Manufacturer narrative:
The investigation has been completed. The pump was not returned for investigation. The total run time was only six minutes. The data logs showed an impella position in aorta alarm during pump use. According to clinical notes, the pump was pulled back into the aorta, and the doctor was unable to place the pump in the proper position. The cause of the positioning issue was most likely related to use since the pump was accidentally pulled back into the aorta during repositioning. An improper position of the pump could lead to a low pump flow issue. D.4 revised model number as previously entered incorrectly. D.6a and d.6b revised from the initial submission in accordance with updated procedures. H.6 added code 4628 as it was inadvertently left off the previously submitted manufacture device report.